Event description:
It has been reported to philips that the allura system was intermittently losing the fluoroscopy function. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The customer was performing diagnostic procedure and completed by reconnecting the footswitch. A philips remote service engineer (rse) evaluated the system and found that there was a loose connection in the wired footswitch which causing issue during fluoroscopy. The engineer assisted customer to reconnect the wired footswitch and supplied standby footswitch based on customer request. After reconnecting the wired footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. There was a loose connection in the wired footswitch and got resolved by reconnecting it again. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable.